Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed sustained ventricular arrhythmia that needed direct current (dc) cardioversion/ defibrillation. It was stated that this was the patient's primary disease.

Event description:
Additional information was received that the arrhythmia in this case was due to the patient's underlying disease for several years and was not thought to be related to the ventricular assist device. No particular symptoms of arrhythmia were observed. The patient had an implantable cardioverter defibrillator (ICD) implanted prior to the vad. The arrhythmia resolved with the cardioversion.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular arrhythmia could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records for (B)(6), showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas instruction for use (IFU) is currently available. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.